Event description:
Pt scheduled for MRI head. MRI IV infusion pump sent to micu- channel a not working d/t broken door. Second MRI infusion pump sent to micu- same, channel a not working d/t broken door. Pt had to be sent down to MRI with both infusion pumps. Exam delayed due to faulty equipment and time spent troubleshooting pumps. Consequently, respiratory therapy resource time wasted and required more coordination with rt. Pt in micu also had to wait due to MRI slot taken by another patient during time gap. Notified radiology department of issues and inquired if he will red tag equipment or send to biomed. Radiology department to follow up. Ge healthcare #(B)(4) inspected 11/2021, and #(B)(4) inspected 7/2021. FDA safety report ID# (B)(4).